Event description:
The surgeon reported a system message displayed and the system would not work. The pt was present in the operating room. It is not known at which stage of the procedure the system message appeared on the screen, nor whether the procedure could not be continued, or caused any harm to the pt. The surgeon stated the event was due to the malfunctioning footswitch. The surgeon declined to provide any more info on the event or pt status.

Manufacturer narrative:
The footswitch was sent in for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). For use when patient's condition is unknown. (B) (4). (B) (4).